Manufacturer narrative:
The associated device was returned and evaluated. A visual inspection confirms the device has damaged threads. The device shows significant signs of wear/usage. The manufacturing date for the device is 2016. A review of complaint history on the listed part revealed no prior complaint for the listed batches with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery the meta-tan drop will not fit into the meta-tan drill guide. A change of technique where the surgeon had to mallet the meta-tan drop into the meta-tan drill guide in order to complete the procedure. A delay below 30 min was reported, no injury was reported.